Event description:
Customer reported that while the unit was in use on a pt it shutdown after about one hour of therapy. Pt was switched to another unit and therapy was continued. No pt injury was reported.